Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, this inflatable penile prosthesis was removed and replaced due to a crack in the pump connector. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The inflatable penile prosthesis (ipp) cylinders were visually inspected, and leak tested. The first cylinder had a hole from sharp instrument damage in the proximal end of the cylinder. This cylinder had a leak within in the proximal end of the cylinder from sharp instrument damage. The second cylinder had wear at a fold in the distal end of the cylinder. This cylinder passed leakage test. The pump was visually inspected, and leak tested. Under microscope examination, contamination was found within the pump. The pump was not functionally tested due to this contamination. The pump kink resistant tubing (krt) had a hole from sharp instrument damage. The reservoir was visually inspected, and leak tested. The reservoir had no visual abnormality was found and passed leak test. Based on the information available and analysis results, the reported crack in the pump connector was unable to be confirmed and the cause was unable to be established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, this inflatable penile prosthesis was removed and replaced due to a crack in the pump connector. No patient complications were reported.